Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that approximately 5 minutes after the vela ventilator was placed on a patient it started alarming xdcr fault. The patient was transferred to another ventilator. The customer stated there was no patient harm reported.

Manufacturer narrative:
Vyaire complaint number: (B)(4). Vyaire field service team was unable to duplicate the reported issue. A new main pcb was replaced per manufacturer specs. A brittle ventilator tubing kit was also replaced. All xdcr's were calibrated with flow analyzer per factory specs. Performed uvt. Meets all factory specifications.